Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that an eddy irrigation tip broke; no broken part remained in root canal and treatment concluded.

Manufacturer narrative:
1st tip cavi 4 the tip is missing totally 7,37mm measured from 28mm point. 2nd tip cavi 1 the tip is missing totally 6.89mm measured from 28mm point. 3rd tip cavi 4 the tip is missing totally 6,88mm measured from 28mm point. 4th tip cavi 4 the tip is missing totally 7,25mm measured from 28mm point. Measured with measuring gauge mitutoyo model # cd 15cp valid to 5/2020. No smooth breakage, melted. Breakage due to thermal influence - misuse.